Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the needle went through the catheter causing needle stick injury with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: needle of cannula tore through catheter on insertion causing staff sharp injury. Exposed to blood/bodily fluids.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle went through the catheter causing needle stick injury with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: needle of cannula tore through catheter on insertion causing staff sharp injury. Exposed to blood/bodily fluids.